Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and replaced. The passive backplane assembly was also replaced during the service event. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on longer than anticipated. This event occurred during patient care cases. No patient injury or death was reported related to this event.